Event description:
It was reported that the patient could not adjust stimulation. A recharge was recommended. It was also reported that the patient received an electrical shock throughout his entire body after having a nerve condition test on his ulnar nerve. The patient though that this may have been the reason for the drained implantable neurostimulator battery. It was reported that the patient usually recharged every month, and his last recharge session was last month. The patient was due to recharge if he had been using the ins the same as in the past.

Manufacturer narrative:
(B)(4).